Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the wrong power lens being implanted. Add'l info was rec'd from the tech who reported that the exchange was performed due to the pt reporting poor vision and that "she could feel the lens" in her eye. The pt has been seen since the exchange and has a visual acuity of 20/20. The tech reported the pt was "doing great". The lens was exchanged for the same model, different cylinder power lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd.(B)(4).